Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Event description:
It was reported that the user had observed problems ventilating the patient. Indications for an obstruction were found. As further reported, after a new check and test there were no changes but due to constants and clinical evaluation, ventilation was then continued. In the following, a few minutes after the incision, severe bradycardia over 30's which was transforming into asystole with a drop in capno occurred and it has been decided to postpone the operation. The patient was discharged the next day and has recovered well. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
For the investigation the logfile was requested. The provided logfile was downloaded on 2025-04-24 and, as the day in question was on 2025-01-06, the data was already overwritten. It does not contain any information about the day in question (2025-01-06). It is therefore not possible to reconstruct the reported case. However, the provided logfile was analysed regarding hints for possible malfunction of the device. The evaluation of the available data did not reveal any indications of a technical malfunction in the documented period. In general, in the case of a component failure respective alarms (e.g. Ventilator fail, gas mixer fail) will be given and the safety concept of the device assures an autonomous shutdown of the affected component and the availability of at least manual ventilation even if the device is completely powered down. In this case an adequate o2 safety flow has to be set using the o2 safety flow valve. The provided gas flow can be enriched with agent as long as a functional and filled vaporizer is connected to the device. With an adequate setting of the apl valve the patient can be manually ventilated using the integragted breathing system. All alarms, possible causes and remedies are described in the instructions for use. It was not possible to determine the root cause for the described problem. The logfile analysis has given no indications for a malfunction of the device or one of its components.

Event description:
It was reported that the user had observed problems ventilating the patient. Indications for an obstruction were found. As further reported, after a new check and test there were no changes but due to constants and clinical evaluation, ventilation was then continued. In the following, a few minutes after the incision, severe bradycardia over 30s which was transforming into asystole with a drop in capno occurred and it has been decided to postpone the operation. The patient was discharged the next day and has recovered well. The device has no UDI as an UDI was not required at the time the device was manufactured.